Event description:
Reporter stated after a blood glucose monitoring device (#1) was found smoking while located in its base; reporter stated the suspect device (#1) began smoking and there was a burning smell. Reporter alleged there was evidence of smoke damage and burning at the base of the suspect device (#1). Reporter indicated there was no impact to pts or staff and no other damage to surrounding equipment. A request was made for the return of the suspect device (#2) and replacement product was sent. Refer to medwatch 1823260-2005-02650 regarding blood glucose monitoring device #2.